Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reports that customer received excessive no delivery alarms. Customer's blood glucose was 323 mg/dl, which were treated with insulin pump and manual injection. During troubleshooting, customer's father states that they have tried all remedies and would like insulin pump replaced. No further information provided.